Manufacturer narrative:
A device history record review was completed for provided material number 301156 and lot number 250406. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, white drops were observed on the metal cannula component. The white drops were identified as epoxy; the glue used to bond the cannula to the hub. This issue likely occurred during the assembly process when the epoxy is dispensed into the hub. Due to a temporary stoppage or malfunction in the epoxy dispensing equipment, an excessive amount of epoxy was applied which then overflowed onto the subsequent cannula, leading to the observed defect. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Hypodermic needle with damaged needle body. Before use.